Event description:
According to the reporter during an orif supra condlyar evulsion fracture elbow procedure, while inserting the screw, the screw unraveled at the tip. The surgeon used another screw and completed the procedure without further incident. All pieces were removed and there was no adverse event to the patient. This is 1 of 1 report for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. Manufacturing evaluation noted there was extensive thread damage at the tip end of the screw. There was a small portion of the threads not damaged past the section of peeled threads. There are visible scratches around the entire circumference of the shaft just below the head. There is a washer on the part; part number unknown. Visual examination is consistent with product complaint. The thread profile, thread major diameter and thread minor were checked at the portion of thread without damage and no issues were found. However these features could not be checked at tip end due to damage. Since there were no issues found on the section of threads that could be checked and no lot number was provided this complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)